Event description:
Review of the pump history revealed a loss of prime warnings associated with zero force.

Manufacturer narrative:
The pump was returned to animas for evaluation. Review of the pump history revealed loss of prime warnings associated with zero force. The loss of prime warnings could not be duplicated during investigation. There were no visible defects on the pump.